Event description:
It was reported to boston scientific corporation in 2007 that an rx dilatation balloon was used during an unknown procedure in the common bile duct the same day. (Patient gender, age and weight unknown). According to the complaint, the balloon was inflated to approximately 6 atm then it ruptured. No part of the device broke off or fell into the patient. The case was not completed as another rx dilatation balloon device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore the device expiration date, and device manufacture date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of / not returned.